Manufacturer narrative:
During the site visit, the abbott field service (fsr) determined r1 probe to be bent and replaced alnty c-series reagent (ln 04s49-01) and one of the mixers (09d59-03) was chipped and alnty c-series cuvtte d (04s52-01) was dirty. The parts were replaced which resolved the issue. There were no additional discrepant results reported on the alinity c, serial number (B)(6), after the parts were replaced. A review of the alinity (B)(6) instrument service history, identified no contributing factors to the discrepant result. A review of the alinity c, processing module tracking, and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the alinity probe associated with this complaint, revealed no trends, systemic issues, or nonconformances. A review of the alinity ci-series operations manual shows adequate information for operational precautions and limitations and troubleshooting for the reported issue; including, but not limited to, replacement and the verification of the alnty c-series reagent, mixer and alnty c-series cuvtte d. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity c processing module, serial number (B)(6), or the alnty c-series reagent, alnty c-series cuvtte d and mixers.

Event description:
The customer observed falsely elevated magnesium results for several patients on alinity c processing module. The one result example provided were: on (B)(6), sid (B)(6): initial= 6.0 mg/dl, repeated= 2.3 mg/dl, repeated on (B)(4)= 2.3 mg/dl. Laboratory reference range for magnesium=1.6 to 2.6 mg/dl; critical > 4.9 mg/dl. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.